Manufacturer narrative:
The usage of the power base unit is not known to the MFR as it is not labeled for single use. No effects to the patient were reported and the patient remains on lvad support with the pump. The MFR is attempting to acquire the device for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient performed a power base unit backup battery test. The ac power cord was disconnected from the wall power outlet and approximately 5 seconds later, the alarm tone and the alternating current (a.c.). Fail indicator disappeared. The hospital replaced the power base unit with a power module and there were no effects to the patient reported.